Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm that the surgeon believed the stapling was adequate. Was the patient¿s hospitalization extended due to device issue? What is the current patient status?

Event description:
It was report that during the gastric sleeve procedure, after firing the fifth load gst60b, it was found in the removed part, that the clamps were not well formed and the clamp line was totally not formed. The surgery was finalized because the remnant stomach was apparently stapled. Patient was referred to the intensive unity care and underwent an endoscopy that verified that the gastric wall was occluded by the stapling.

Manufacturer narrative:
(B)(6). Date sent: 11/8/2017 d4: batch # p5596l the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6. Follow up number.

Manufacturer narrative:
(B)(4). Corrected data: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for an adverse event. The file is being changed to a malfunction. Additional information was requested and the following was obtained: please confirm that the surgeon believed the stapling was adequate. Was the patient¿s hospitalization extended due to device issue? What is the current patient status? At the time of the sleeve, the part of the stomach that was removed was not stapled (and should be), so the surgeon was afraid that the remaining part was not stapled either. For this reason, he referred the patient to the ICU and then found that stapling was ok. We report that the patient was referred immediately after the procedure to the ICU where he underwent endoscopy and remained in the sector for observation. The surgeon acknowledged that the stapling was adequate, but the surgical specimen was fragile in the stapling line, where by simple manipulation the full opening of the last staple line was observed. Patient was submitted to endoscopy and no adverse event was found, after the image examination the patient was referred to the room and his hospitalization time was normally common to the other sleeve procedures of the same team, being discharged on the 3rd day of the po. Patient follows without complications and recovers well, according to information from the surgical team. Photographic analysis: first picture shows a piece of tissue being manually held, a hole on the tissue can be appreciated. Second picture shows a piece of tissue with a staple line, staples legs appears to be protruding. Based on the photo alone the event describe is confirmed.